Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the connector pin. A definitive root cause cannot be identified. The instructions for use state a detection method in sif-q180 operation manual chapter 3 preparation and inspection, and a preventive measure in sif-q180 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that air was not fed due to clogging of the nozzle. In addition to the clogged nozzle, other evaluation findings are as follows: the switch box was cracked; water tightness was lost due to deformation of the electronic guide pin; the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; and the adhesive on the bending section cover was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the small intestinal videoscope's air/water duct was clogged. There was no report of patient harm. The device was returned, evaluated, and the nozzle was clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.